Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6 failed and required maintenance. Customer tried to reboot and recover the drawer, unplugged and plugged in the power cable, opened the back panel and checked, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that hardware failure on drawer 3.1 and light emitting diode (led) ds205 was found not lit on the back panel. A field service engineer (fse) replaced the drawer control board and retractor cable. After installation, the hardware failure was resolved, and no further issues were observed. The system functioned as intended after field service engineer repaired the device.